Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient was revised because right knee became unstable and surgeon did a poly exchange to stabilize the knee. No x-rays or op reports will be provided by surgeon/hospital.